Event description:
It was reported that during a da vinci-assisted surgical procedure that the permanent cautery hook (pch) instrument would not cauterize. The procedure was completed with a backup instrument, with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no thermal damage was observed in the instrument and there was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on the monopolar yaw pulley at the yaw pulley. Material appears to have burnt off from the charring that occurred near the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.